Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reporting device rupture, as well as depression and anxiety associated with device recall. Device has been replaced. The affected side is unknown.